Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was disease progression resulting in aortic neck dilated and there was a proximal type I endoleak. The physician elected to pull the stent graft down with a reliant balloon to make room for an aortic cuff to be placed. A 36 mm talent aortic cuff was implanted within the 28 bifurcated stent graft; however, there was a type I endoleak (MFR report #2953200-2009-00645). No additional intervention was performed and they decided to wait and see if the endoleak will resolve. It was reported the follow-up CT revealed that the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation conclusion: (disease progression resulting in aortic neck dilated). Secondary intervention.